Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence with multiple cartridges. Additionally, it was reported that the customer was unable to install a cartridge on the pump as it did not sit flush against the pump. Customer's blood glucose level was 115 mg/dl. Reportedly, customer was ultimately able to successfully load a cartridge onto the pump and resume insulin delivery.